Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned functional board showed signs of physical damage on ic94 and thermal decomposition found on the control coil. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the control coil.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine due to usb front port was not working, the customer can't activate the clic device. The fst replaced the front usb port to resolve the reported issue. During inspection, it was found that the usb connection caused damage to the function board; therefore, the function board was replaced to fix the problem. The defective function board was returned for evaluation and was determined to have a short on the control coil resulting in thermal decomposition. Machine functional tests were completed and is back on service. There was no patient involved, no harm or adverse events reported with this incident.